Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Revised to address right acetabular osteolysis, pain, discomfort and elevated metal ions. Operative note reported cup component was non modular, some central voids, superior bone stock, and anterior and posterior columns. Doi: (B)(6) 2008; dor: (B)(6) 2019; right hip.

Event description:
Revised to address right acetabular osteolysis, pain, discomfort and elevated metal ions. Operative note reported cup component was non modular, some central voids, superior bone stock, and anterior and posterior columns. Doi: (B)(6) 2008; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.